Event description:
Information received from the field notes that the patient was in for a routine follow-up with no complaints. The patient is not pacemaker dependent. The device exhibited a measured cell impedance of 2.8 kohms while all other parameters were within normal range.